Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was undamaged, and the returned battery cap was intact and was able to fit securely. The battery cap contact measurements were within specifications. The battery cap was fastened and unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. The pump was tested for 24 hours and no power issues occurred. No power interruption occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The intermittent power complaint was unable to be duplicated.